Manufacturer narrative:
Device passed displacement test. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: tiny chipped off pieces from the retainer ring, cracked battery tube threads, cracked case near the corner of belt clip rails. The retainer ring is present. Did not note any cracks in or around the reservoir tube lip. Furthermore, the retainer ring is solidly attached to the reservoir tube lip. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had detached plastic ring of the reservoir compartment ring. No harm requiring medical intervention was reported. The device will not be returned for analysis.